Event description:
Information received with return of the explanted device notes that at about 30 hours post implant, the patient experienced paroxysmal syncopal episodes due to ventricular lead failure/exit block. Resistance values for the leads were normal and x-ray showed good connection to the pulse generator. Therefore, the pulse generator was replaced and the patient was recovering. The patient was pacemaker dependent.